Manufacturer narrative:
As received, a complete lead was returned in two pieces. The reported event of oversensing was confirmed. A visual examination revealed an external abrasion breaching the outer insulation on the distal portion of the lead and exposing the outer coil caused by friction to the device can. The cause of the reported event of oversensing was due to the exposure of the outer coil in the abrasion zone. The reported event of fracture was not confirmed. A visual and x-ray examination of the lead revealed no anomalies or conductor fractures with the exception of procedural damage. Additionally, electrical testing did not find any indication of conductor fractures.

Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead during a remote follow-up. The lead was explanted and replaced to resolve the event and the patient was in stable condition. An rv lead fracture was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging or the explant procedure.